Event description:
It was reported that the patient presented a pericardial effusion and required surgical intervention. It was reported that during a left atrial appendage closure (laac) a versacross connect was selected for use. Patient's blood pressure was low, and a transesophageal echocardiogram (tte) was ordered. It was noted that the patient had excess fluid around the heart. Pericardiocentesis was performed. Approximately 400cc of blood was removed from around the heart. Patient as of today is stable. There was a pre-effusion noted and was unchanged at end of case. Larger pe was noted about 5 hours post procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.